Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated, and without a device to analyze, a conclusive cause for the unintended clip movement associated with establishing final arm angle (efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other implanted clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip failed final arm angle (faa) . It was reported that the mitraclip procedure was to treat functional mitral regurgitation with an mr grade of 4. The first clip ((B)(4)) was advanced to the mitral valve and the leaflets were grasped; however, the final arm angle (faa) test failed, the clip opened approximately 5 degrees. The clip was deployed. To further reduce mr, a second clip ((B)(4)) was deployed; however, during removal of the steerable guide catheter, it was observed that the user had not removed the gripper line. The gripper line was quickly pulled and the clip detached from both leaflets. Tissue damage was observed. The clip remains in the femoral vein, in front of the groin. Mr grade remained at 2. No additional information was provided.